Manufacturer narrative:
(B)(4). UDI#:(B)(4).

Event description:
It was reported that " the user removed the staples smoothly at the beginning of the surgery, however, he/she felt it difficult to remove after a while. Therefore, the remover was replaced with a new one to complete the procedure. No injury to the patient was reported".

Event description:
It was reported that the user removed the staples smoothly at the beginning of the surgery, however, he/she felt it difficult to remove after a while. Therefore, the remover was replaced with a new one to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned one unit of 525980 weckstat staple extractor 12/box. The sample was visually examined with and without magnification. Visual examination of the returned sample revealed no clear evidence of use in the form of biological material. No defects or anomalies were observed on the returned sample. Functional inspection was performed by attempting to remove staples that were fired onto a simulated skin pad. All staples (25 wide) were successfully removed from the simulated skin pad with no difficulty. No functional issues were found with the returned sample. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "place lower jaws of staple remover under the top span of the staple. Squeeze handle to retract staple legs. Lift the staple away from the wound to release and dispose of staple." The reported complaint could not be confirmed based upon the sample received. The returned staple extractor was able to successfully remove all tested staples from the simulated skin pad with no difficulty. Visual and functional inspection did not confirm any looseness in the jaws. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor. Teleflex will continue to monitor and trend on complaints of this nature.